Manufacturer narrative:
Supplemental report

Event description:
Device is powering off. No pt involvement. Device is pending evaluation and repair.

Manufacturer narrative:
Device is pending evaluation and repair.

Event description:
The manufacturers field service engineer (fse) was unable to duplicate the reported problem. Fse observed a 24/12v power fail occurrence. Fse replaced the power supply.

Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue.